Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection was present at the patient's dbs right lead incision site. As a result, surgical intervention took place on (B)(6) 2025 wherein the right dbs lead was explanted.

Event description:
Additional information received indicates, infection was present at right dbs burr hole site and right dbs lead incision site. As a result, the right lead and burr hole cover were explanted on (B)(6) 2025. Infection has now resolved.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.